Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter tip fracture occurred. A 2.00mmx12mm emerge¿ balloon catheter was used for dilation; however, it was noted that the tip was cracked. No patient complications were reported.